Event description:
Customer reported that pump battery was depleting too quickly, leading to a pump shutdown. There was no reported impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.